Event description:
It was reported that the programmer displayed an error message at powered up. The caller cycled power and the error cleared. The caller called back and the same error code occurred during the session and the issue was resolved with cycled power. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).